Event description:
(B)(4). Lack of energy, fatigue, mood swings, hot flashes, weight gain, inability to lose weight, depression, bloating, irritability, pain and pinching, throbbing in mostly left side, boils, hormone issue, pain when on my period, heavy bleeding, lots of clots, extreme cramps, pain in left fallopian tube area during bowel movement.